Event description:
It was reported that to get a better look at the progress, the surgeon was making on the patient¿s prostate, he pulled the laser fiber out of the scope. When doing this, a part of the laser bridge snagged the fiber and tore into it. The fiber was no longer able to be used. The fiber was exchanged. During use with the second fiber, it was noted that while lasing the prostate the fiber began to flicker. The fiber was examined and determined to be usable. The surgeon continued the procedure however after some time the fiber completely shut off and the laser displayed a message to "attach fiber" at which time the fiber would no longer work. The surgeon completed the case using another method of prostate extraction (turp). No injury to the patient was reported. This report is for the second fiber used.

Manufacturer narrative:
(B)(4).. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.